Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was confirmed due to a broken wire at the trunk cable connector. The belt was unable to pass falloff testing. The root cause for the broken wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.